Event description:
It was reported by the patient's caregiver that the vns patient died on (B)(6) 2012 due to an unknown reason. The patient's generator was previously explanted on (B)(6) 2011 due to an infection, as reported in manufacturer report number: 1644487-2011-02017. Plans for reimplant were postponed in (B)(6) 2012 because the patent was hospitalized with a bowel obstruction. Since the patient was explanted for infection and the cause of death is not known at this time, it is unknown if the death was related to the infection in any way. The company representative followed up with the treating physician who reported that she did not have additional information on the patient. However, a copy of the death follow up form was provided to her. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: the supplemental report #1 inadvertently did not include the updated conclusion. No device failure is suspected.

Event description:
Additional information was received from the treating physician which revealed that the believed cause of death was sudep. The patient exhibited risk factors that would make him more susceptible for sudep, but the details were not mentioned. Per the physician, the death was not related to vns therapy. The patient did not respond to vns therapy. The patient was not receiving vns therapy treatment at the time of death, as the generator was previously explanted on (B)(6) 2011, due to the infection as previously reported in manufacturer report number: 1644487-2011-02017. It was reported that the patient's leads were not explanted after death. No autopsy was performed, and the death was not witnessed as the patient found at home in bed. The explanting facility reportedly does not have the explanted generator from (B)(6) 2011